Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "due to a kink of safari 2 wire, the delivery system could not cross the aortic arch. Physician cannot retrieve the delivery system through the sheath due to free cell. Valve was released at descending aorta and implant a new valve at annulus level. After implantation, a vascular surgeon repair the iliac dissection." It was reported that the procedure was completed with a different device.